Event description:
The ipsilateral attachment system could not be deployed after the release wire pull ring (#4) was pulled. The delivery catheter handle was dismantled to facilitate the deployment of the ipsilateral attachment system.